Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead exhibited noise that was oversensed causing multiple noise reversions episodes. The noise could not be reproduced in clinic and the noise was not programmable around. The lead was capped and replaced successfully on (B)(6) 2017. No complications and the patient was discharged home.